Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), there were failure several weeks after the event as the mynx failed and the devices are no longer available. Additional information was received and complete hemostasis was not achieved. There was no patient injury. The physician used ultrasound guidance to gain femoral access with a 5f competitor's sheath. An ao was done and then the physician switched to an ¿up and over¿ 5f competitor's sheath. After the up and over sheath was removed, it was replaced with the first 5f competitor's sheath. A 5f mynxgrip vcd was inserted into the sheath and ¿deployed successfully¿ according to the case notes. It wasn¿t until later that it became evident that complete hemostasis was not achieved. The rep was unsure of the clinical issues caused by the ¿mynx failure¿ and was not made aware of any adverse event or patient injury associated with this device failure. The physician always utilizes ultrasound guidance for access and also performs a groin shot prior to closing in an effort to ensure that the stick is appropriate for closure. No other information could be provided. The device was not returned for analysis as it was discarded. A product history record (phr) could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additionally, the information available for review does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), there were failure several weeks after the event as the mynx failed and the devices are no longer available. Additional information was received and complete hemostasis was not achieved. There was no patient injury. There were multiple device failures with the same physician and this is a very delicate situation. The physician used ultrasound guidance to gain femoral access with a 5f competitor's sheath. An ao was done and then the physician switched to an ¿up and over¿ 5f competitor's sheath. After the up and over sheath was removed, it was replaced with the first 5f competitor's sheath. A 5f mynx control device was inserted into the sheath and ¿deployed successfully¿ according to the case notes. It wasn¿t until later that it became evident that complete hemostasis was not achieved. The rep was unsure of the clinical issues caused by the ¿mynx failure¿ and was not made aware of any adverse event or patient injury associated with this device failure. The physician always utilizes ultrasound guidance for access and also performs a groin shot prior to closing in an effort to ensure that the stick is appropriate for closure. The device are not available. No other information could be provided.